Event description:
Pulling the wire back from "to position" and identified the proximal fractured end of th wire which was in the right subclavian. Able to shave the end of the wire and remove it entirely. Ref: 2024168-2021-04602. See scanned page.